Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.